Event description:
I have mentor saline under the muscle smooth implants placed in (B)(6) 2005. Beginning in 2016 I started having severe auto immune response, heart palpitations blurred vision, neck pains, rash and other health issues. Labs and heart cath all negative but symptoms progressively worsening until explant. Autoimmune work up and thyroid all normal. FDA safety report ID#: (B)(4).